Manufacturer narrative:
UDI #: (B)(4). Pt age and gender : date of birth and gender are unknown as it was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
During a cataract extraction procedure, an amo representative reported a capsular tear occurred in the patient's operative eye resulting in an unplanned vitrectomy procedure being performed. The surgeon stated at the time of the event, there was a surge in quadrant mode that resulted in a hole in the posterior capsule. The intraocular lens (iol) was placed in the sulcus with the optic captured in the capsular bag. The incident occurred prior to the iol insertion. The amo representative commented on the surgeon has a tendency to lower the bottle height. The surgeon was able to perform the vitrectomy without any issues.